Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they were not feeling stimulation at first but then was reprogrammed to 2.3v and then they could feel it working. They said it was helping about 50-60%. Consumer also reported that they were sore. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a trial patient it was reported that patient was not able to feel stimulation and lack of therapeutic effect. No further complications were noted or anticipated